Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of weakness in hand or fingers seen (47 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.023% of the procedures and within the acceptable range as identified in risk analysis documentation. Miradry contacted initial reporter several times for follow-up. However, the clinic informed miradry that the initial reporter no longer works at the clinic and there were no records of a patient experiencing similar symptoms.

Event description:
Clinic reported a patient who experienced weakness in both arms 3.1 months post miradry treatment.